Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with site's medical engineer and obtained following additional information : the reported 8mm monopolar curved scissors (mcs) instrument was inspected prior to use with nothing out of ordinary to be observed. Surgeon was working on vascular tissue when reported issue occurred. The reported instrument did not collide with other instrument or tool during the procedure. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm maryland bipolar forceps instrument had a broken black conductor wire. The procedure was completing as planned with no reported injury.